Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause was isolated to the u723 mux pins 10 and 11 on the distribution node pca being out of tolerance. The root cause for the damaged u723 mux could not be positively identified. There was no adverse event that resulted from the damaged belt.